Event description:
It was reported that the patient presented to the clinic in backup vvi. The patient's presenting rhythm was intrinsic faster than 67.5 ppm. Cell impedance was less than 5 kohms. Attempts to perform a download resulted in -download failed- messages. The patient was asymptomatic.

Manufacturer narrative:
All na